Event description:
It was reported (B)(6), 2010 that when the surgeon went to remove the temporary lead cover off of the proximal part of the lead, he had trouble taking it off. He could see that the inter-contact distance was not uniform. He proceeded to take the cover off, after which the number 3 contact on the lead was hanging by a thread. It was no longer in line and he ended up cutting that contact off and successfully stuffing the remainder of that lead into the extension. He lined it up appropriately. Post-operative impedances indicated that all contacts were fine, within range. It was hoped that three contacts were ok, the 0, 1 and 2. The doctor lost sight of which lead was which side. On (B)(6), 2010, the company representative saw the patient for programming and she was doing ok, though not receiving great therapy. The impedances were read again and they indicated no problems.

Manufacturer narrative:
(B)(4).